Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the ultrasound percutaneous drainage procedure. It was reported that during preparation of a chronic catheter placement procedure, the length of trocar needle was allegedly found longer than catheter too much. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the catheter in which the trocar needle was noted to be protruding from the catheter tip. The investigation is inconclusive for the reported length of the trocar needle longer than catheter issue as the provided photo which showed only a partial view and was not sufficient enough to determine whether the product did not meet specifications. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the an ultrasound guided cyst percutaneous drainage catheter placement procedure using navarre opti drain catheter. During preparation of the procedure, the length of trocar needle was allegedly found longer than catheter too much. The procedure was completed by replaced with another device. There was no patient contact.